Event description:
The instrument was used during a colon resection. It was reported on the 3rd reload the product did not fire when reanastomosis was attempted. Rep only returning last cartridge. Anastomosis was hand sewn. There was no consequence to the pt. 3/28/97 rep stated the staples were malformed. That is what "misfire" refers to per the customer.